Event description:
In 2000, pt had a stent placed in bypass graft. The pt returned to the hospital and had catheterization in 2001 which showed that the previously deployed stent in the vein graft had split in half with an occlusion at the site of that stent. The pt subsequently required intervention at the native vessel associated with the aforementioned graft.